Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 341 at the time of call. Customer stated that the insulin pump buttons were hard to push. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that her blood glucose reading goes anywhere from 30 mg/dl to 400 mg/dl. Customer declined high and low blood glucose troubleshooting and no form of treatment was reported. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Displayable history crc check failed on startup alarm in the history due to corrupted history file. Device received intermittent button response due to flattened up (creased) button dome switch. Inspected connector on lcd and no unlock keypad connector. Device received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.